Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic surgery, at the last stitch of a vesicourethral suturing, the thread broke. It was complemented by suturing from opposite side. No injury noted.

Manufacturer narrative:
Correction: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted receipt of 1 suture and 1 needle. A tactile and microscopic examination of the sutures revealed no signs of material or assembly process damage. From the opened sample, it was observed, under magnification, that the suture appeared to have split under tension. Additionally, the foil was inspected with light assisted microscopy with no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure for prostate cancer. At the last stitch of the vesicourethral suturing, the thread broke. It was "compremented" by suturing from the opposite side. Two sutures were being used from the back wall towered the front wall on each side. One suture broke so the suture running from the opposite side was proceeded more than planned position to complete the suturing. There was no patient harm.